Manufacturer narrative:
On (B)(6) 2015 the fse placed a call and spoke to the customer to troubleshoot the issue. The fse instructed the customer to clean and lube the sampler z-axis guide rod, which corrected the reported issue. The g8 analyzer was functioning as intended and the error cleared. No further action required by field service. The probable cause of the event was a dirty z-axis guide rod. A complaint history review for serial number (B)(4) was conducted from 11-nov-2014 through 11-dec-2015 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported z1 axis error with the g8 analyzer. A field service engineer (fse) was dispatched. The customer is unable to run hbalc patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbalc patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.